Event description:
It was reported that the left cylinder of the inflatable penile prosthesis (ipp) had migrated into the glans of the penis. As a result, surgical intervention was performed to repair the displaced cylinder. No patient complications were reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device allegation of migration is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.